Event description:
A consumer reports his eye did not feel good following surgery, and he sees halos around lights at night. The surgery was uneventful, and the patient's visual acuity is good. He was advised to consult with his physician regarding his concerns.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.